Manufacturer narrative:
The investigation determined that the higher than expected trop I es results occurred while using the vitros eci. An ocd fe found that repairs were necessary to return the instrument to expected operation. The investigation also confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples although this could not be confirmed. A definitive root cause for the event could not be determined, however, an instrument issue and/or pre-analytical sample processing cannot be ruled out.

Event description:
The customer obtained non-reproducible elevated vitros trop I es results on patients' samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)